Event description:
See initial report.

Manufacturer narrative:
H.10: the affected device was received at the manufacturer site and the failure could not be confirmed. The device was found to be working within specifications and no deviations could be found. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Based on investigation findings, the reported event cannot be traced to the device and reportability decision has been therefore re-assessed to not reportable.

Manufacturer narrative:
Patient identifier-ethnicity: there was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 gas blender system had output flow values out of tolerance during maintenance. There was no patient involvement.